Event description:
It was reported that during a coronary stent procedure, the shaft of the delivery device broke while attempting to cross a pre dilated lesion, and was removed without incident. No patient injuries or complications occurred.